Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges followed by an empty cartridge alert during basal delivery. It was reported that the customer's blood glucose level was 322 mg/dl. The customer administered a correction insulin bolus to address blood glucose level.